Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed. The customers reported problem was confirmed. According to the investigation, error message "cassette not attached properly" was duplicated when latching cassette to device during investigation. The investigation reported that the reported problem was caused by faulty downstream sensor. Investigators replaced the pump downstream sensor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that device has error: cassette not attached properly. It was reported that additional information is not known.